Manufacturer narrative:
(B)(4). The device has not been returned for manufacturer evaluation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the instrument threads fractured during removal of the acetabular cup. All pieces were retrieved. No further event information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inserter shows the distal tip is fractured. Material hardness test was performed on the returned product and the results conforms to specifications called out on the device print. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.